Event description:
A malfunction alarm was reported with a code of "malf 1." There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy and was guided to put the pump into storage mode before returning it to tandem with a pre-paid label.